Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench using automated test equipment and noise was seen on all channels. The cause of the field event was a capacitor anomaly. The root cause of the capacitor anomaly could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The device was explanted and replaced. The patient was in a good condition after the procedure.